Event description:
After making a left ventriculogram, a noga-star mapping catheter was used to conduct a normal mapping to obtain a baseline map to guide the intended dmr procedure. According to the physician, the pt complained of chest pain toward the end of the maping procedure and body surface ECG showed st-elevation. Mapping was terminated and a cag was made to assess whether a coronary event had happened. No changes were observed in the coronary arteries. Echocardiography showed an echogene added mass on the antero-lateral side. The pt's condition did not improve and since a myocardial hematoma or an epicardial perforation was assumed, the pt went to surgery. The thoraxsurgeon assessed that a hematoma was present on the lateral side of the left ventricle between the epicardium and myocardium, no perforation to the pericardium was noted. The pt died in the operating room because of heart failure.